Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
It was reported that brown liquid was observed coming from a handpiece during the sterilization process. The account was unable to provide detail as to which handpiece was leaking, as they were placed in a repair bin together. There was no patient involvement, and there were no user injuries or adverse consequences.